Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during the placement of the catheter, the tip of the catheter broke off in the patient. According to the report, an incision was made to retrieve the catheter fragment from the patient, but the tip could not be located. The report states that the patient did not incur an injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.